Manufacturer narrative:
(B)(4). The sample is reportably not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4).additional information:the customer did not return samples for evaluation because the customer determined the condition was due to user error and there was no product malfunction.

Event description:
The customer reported to baxter of a vial-mate reconstitution device in which leaking was detected during setup. The baxter sales representative stated that he visited the facility (B)(6)-2010 to investigate the report and also in serviced the staff at that time. No additional information is available.